Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not pull back on the syringe to remove the air from the cartridge. Blood glucose was not impacted. The next day, the customer changed out the cartridge, syringe and needle. Air was removed and the new cartridge was loaded successfully.